Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was over 300 mg/dl closer to 400mg/dl. Customer took insulin with a pen and blood glucose was 130 mg/dl. The customer was treated with insulin pump and shots for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. The device will not be returned for analysis.